Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection revealed that the latch roller and door latch of channel b were damaged. The cause of the condition was not determined. To correct the condition, the latch roller and door latch were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a damaged channel b. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.